Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. Sensor passed per spec with accurate readings. The canula was bent however, unable to confirm if customer received sensor in said condition due to product was returned opened/used.

Event description:
It was reported the customer was having issues with sensor. Customer blood glucose was 250 mg/dl and sensor glucose was way off. The insulin pump also alarmed calibration error, change sensor, and bad sensor. Troubleshooting was performed for the alarms. Customer's father was advised of the best times to calibrate. Customer's father stated that he thinks the customer is calibrating when she is unstable but not sure since he was at work. Customer's father was advised to change out sensor. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.